Event description:
Patient professional reported "swelling in breast, mass in left armpit, lump, lymph nodes are swollen and hard". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, lump/nodule, edema